Event description:
While monitoring a pt, the device displayed a "check electrodes" message. They tried other cables and received the same result. Clinician obtained another device to continue treating the pt. The pt subsequently expired. They were unable to duplicated the malfunction.